Event description:
Pain [arthralgia], swelling [joint swelling]. Case description: spontaneous report received on (B)(6) 2009 from a physician and a rheumatologist via a company representative regarding a patient of unknown initials, whose relevant medical history included previous synvisc therapy over a 10 year period without problems. The patient "recently" received 2 synvisc injections into an unknown joint on unknown dates. Following the second injection, the patient experienced "significant" pain and swelling in an unknown joint. The rheumatologist indicated that the adverse events were "nothing major and were resolved via steroid injections". The rheumatologist has since continued to use synvisc. No further information was provided. As of the date of receipt of this report, the patient outcome was recovered on an unknown date. See manufacturer's control number (B)(4) for other adverse events from this reporter.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided and batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated. On a periodic basis, data is presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.